Event description:
After 26 months of implantation. The device involved in the MDR report was explanted and returned because it could not be interrogated; in addition, no magnet was observed

Event description:
After 26 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated; in addition, no magnet response was observed.